Event description:
Investigation revealed a dim, faded and pink display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery cap was not returned; therefore, a test cap was used to complete testing. Investigation revealed a dim, faded and pink display screen. Unrelated to the complaint, the bolus button cover was found to be detached and missing. (B)(6).